Event description:
It was reported that patient experienced cgm error during the night. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, completed pump reset with guidance, and successfully restarted sensor session, with no further cgm errors reported.